Event description:
(B)(4). Having this device in place lead me to having extreme menstrual periods that lead me to be anemic all the time, ended up having to have an ablation...however there is still a lot of abdominal pain in my uterus area, headaches, fatigue, and mood swings. ..